Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 48.5 cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the yoke and the connector pins were not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragment was scrutinized, including a visual inspection. The analysis revealed, that 32 cm proximal to the lead tip, the insulation was found squeezed and deformed, which is assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages such as a deformed rv shock coil, most likely occurred due to the mechanical forces applied during the extraction procedure. A ligature mark was found 40 cm proximal to the lead tip, which most likely resulted from a tight suture sleeve. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 69 months after the implantation oversensing was seen on iegms. The patient was called in for a follow-up and a lead revision was considered. The lead was explanted on (B)(6) 2020.